Manufacturer narrative:
The customer reported that the his central nurse's station shutdown over the weekend and an error stating "keyboard error or no keyboard present in bios" came up. By taking troubleshooting steps, technical support was able to determine that the keyboard error was due to a loose connection. Once the customer plugged the keyboard in to the unit, the unit proceeded to boot up properly.

Event description:
The customer reported that the cns shut down over the weekend and an keyboard error appeared when the unit came back on.